Event description:
It was reported that this artificial urinary sphincter (aus) balloon migrated to the scrotum and the device is not working as intended. The physician followed up with the patient and determined the pump was very hard. Surgical intervention was performed and the physician repositioned the balloon due to a kink in the tubing. The aus was tested and worked as intended. There was no patient complications reported.